Manufacturer narrative:
The replaced part was further evaluated at the product assessment center (pac) and the technician was unable to duplicate the issue. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part will be forwarded to the product assessment center (pac) for further evaluation.